Event description:
It was reported that the patient noticed a decrease in her ability to understand. An audiogramm shows a loss of hearing at 1500 hz, which was corrected with fitting. The fitting was adjusted according to the reported hi channels. Testing was carried out on (B) (6) 2009 which showed 3 electrode channels with status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.